Event description:
Reportedly, the duodenal stump was leaking 12 hours post-operatively. The surgeon had to reoperate and had to oversew stump as bile was leaking through staple line. The surgeon was using a glue to have a tight stump.